Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31301705l, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that the stsf had error 105 and signal processing unit (spu) had 985 error that occurred during procedure preparation when the catheter was connected. For the stsf, the cable was replaced but the issue continued. This issue was resolved by replacing the smart touch sf catheter to a new one. For the spu, the fiber optic cable was replaced, and the problem was resolved after restarting the spu. It was also reported that steam pop occurred during cavotricuspid isthmus (cti). Ablation was conducted and there was nothing wrong with the operation. Respiration was intense, and accompanying impedance and contact force (cf) oscillations were observed. During the onset, a rapid rise in impedance was confirmed along with a popping sound. It was about 15 ohms. Cardiac tamponade occurred. During the procedure, there was no change in the patient's condition at the time of occurrence of the pop, and ablation was resumed after a short observation. When the pericardial fluid was checked in the catheterization room after the ablation was completed, no pericardial effusion was found. About three (3) hours after returning to the intensive care unit (ICU), the patient's vitals were checked for changes and a pericardial effusion was observed. Subsequently, drainage was performed, and the patient's condition stabilized. The patient improved. The physician's opinions on the relationship between the event and the product is not likely to be related, the patient's breathing was greatly affected and it was difficult to control cf.

Manufacturer narrative:
UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).